Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable product investigation result of guide catheter detached/separated. Block h10: a flexima biliary stent was received for analysis. Visual examination of the returned device found the guide catheter stretched and detached right next to the pull cap, and the stent was received fully deployed. No other damages were noted to the delivery system. The reported events of guide catheter stretched, stent failure to deploy, and device shelf life exceeded were confirmed. Taking all available information into consideration, the investigation concluded that the reported events and observed damages were likely due to factors encountered during the procedure. It is possible that the device had pressure when trying to deploy the stent, which limited the performance of the device and contributed to the reported events and observed damages. Therefore, the most probable cause of the reported event is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The IFU states, "handling, storage, cleaning and sterilization of this instrument as well as other factors relating to the patient, diagnosis, treatment, surgical procedures and other matters beyond bsc's control directly affect the instrument and the results obtained from its use" however, the device was bad handling in manner of storage, being used after the expiration date.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was to be implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the guide catheter was stretched, and the stent did not deploy. The device was removed, and another flexima biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this complaint has been deemed an MDR reportable event based on the product investigation which revealed that the guide catheter was detached. Please see block h10 for full investigation detail.